Event description:
During review of a (B)(6) old male patient's download, zoll lifecor customer support discovered a "gel released" flag in the data. Support contacted the patient to discuss retrieval of the suspect electrode belt. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel release) has been confirmed. The belt did not deliver gel; however, a treatment was not delivered. Upon further evaluation, it was found that the belt gelled due to an automatic event caused by noise. The patient did not use the response buttons appropriately during the false detection. The root cause of the signal noise was determined to be a shorted cable. The cable running from ECG b to ECG a was shorted to the shielding. The root cause of the short cannot be positively identified. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.